Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker measured high out-of-range impedances and high thresholds measurements on this right ventricular (rv) lead. Radiological imaging ruled out a lead fracture. A copy of the device¿s memory was submitted for analysis. Boston scientific technical services (ts) confirmed the high rv impedances and high thresholds since implant. Ts also noted there were numerous episodes of non-sustained ventricular tachycardia which were likely due to oversensed noise. Ts suspects a loose setscrew and recommended intervention. The patient is not rv pacemaker dependent and there have been no adverse patient effects were reported. As of today all available information indicates that the device and lead remain in service.